Event description:
On (B)(6) 2021, it was reported by a sales representative via (B)(4) that an ar-9530s-03 trial had an issue being removed. The was discovered during an unspecified procedure. Rep contacted on 9/17 for more info. Additional information: rep returned contact 9/17, confirmed procedure date as (B)(6) 2021. Stated the holes in the trial were worn, preventing the hemostats from removing the trial. The trial was removed using a freer elevator. The case was completed with no patient effect.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed, the holes and edges of the device are damaged and dented. The holes were found to meet specifications. The cause is undetermined, however a likely cause is user-applied mechanical forces.